Event description:
After the lens was implanted in the pt's eye with the mp-28. Sofport placement system, the haptic was found to be bent. The lens was not removed at the time. A week later the pt returned and the lens was explanted and replaced with an another lens. No pt injury.